Manufacturer narrative:
H3: one cadd solis vip pump was received with a broken downstream occlusion (dso) seal. The event history log was reviewed and there was a "cassette not attached properly" alarm. A cassette was attached and the reported issue was able to be duplicated. The pump alarmed the reported problem when closing the latch. The dso sensor was found to have an electrical open circuit. The dso sensor was replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
It was reported the device was giving "cassette not attached" alarm.